Event description:
It was reported that the user experienced persistent high glucose after encountering an ilet alert indicating a restart and difficulty completing a supply change, leading the user to remove the ilet, delay therapy, and transition to backup subcutaneous insulin with pen injections. The reported highest glucose was 401 mg/dl, and the issue involved the infusion set and cartridge, specifically the cannula, with a noted use pattern of not disconnecting the infusion set for exercise. Symptoms included hyperglycemia with polyuria. Outcomes included a delay to treatment or therapy before insulin delivery was resumed via backup therapy. Investigation included communication with the user, review of alert history, and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.